Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus medical field service engineer visited the customer location per (B)(4), updated the drivers on the system and successfully tested functionality. The observed overall risk level is low which is below the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The robot is failing to communicate with c-arm. All field troubleshooting has failed.